Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on anterior and posterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior and posterior, crease fold, wear abrasion, white particles inner the device and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. The device has been explanted.

Event description:
Healthcare professional reported, unknown side deflation. The device has been explanted.